Event description:
The customer alleged that she performed a control test using her breeze2 meter and received a result of 221 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The customer disposed of the test strips, but the meter is to be returned for evaluation. A replacement meter was sent to the customer.